Event description:
On 23 jan 2026, arthrex was notified via email of a case study published in february 2024 by the knee surg sports traumatol arthrosc titled ¿patients who undergo tibial tubercle anteromedialization with medial patellofemoral ligament reconstruction demonstrate similar rates of return to sport compared to isolated mpfl reconstruction.¿ the study reviewed 74 patients and identified patellar instability with the bioabsorbable interference screws and tenodesis screws in 18 patients during the 2-year follow-up period. 14 patients experienced a second procedure under anesthesia for manipulation. Ref: li zi, garra s, eskenazi j, et al. Patients who undergo tibial tubercle anteromedialization with medial patellofemoral ligament reconstruction demonstrate similar rates of return to sport compared to isolated mpfl reconstruction. Knee surg sports traumatol arthrosc. Feb 2024;32(2):371-380. Doi:10.1002/ksa.12051.